Event description:
Clinic notes dated (B)(6) 2014 were received. The notes indicated that the patient's seizures have increased without good reason in the last month. It was noted that the patient came in with clusters of seizures and is on multiple medications that are sedating. The vns battery was noted to be low and it was noted that there was concern whether the seizures were a result of the low battery. It was noted that the generator would be replaced. It was later reported that the patient underwent prophylactic generator replacement due to ifi = yes. The generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the generator was last checked (B)(4) 2012 prior to the recent replacement. The increase in seizures may have been secondary to the decrease in the battery life although the generator was determined to not be at end of service by product analysis. The patient was not having more seizures that they had prior to the vns. There were no contributory programming or medication changes. Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.784 volts as measured shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 97.666% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.